Event description:
It was reported that the patient presented in clinic for a follow up. A hematoma was noted possibly due to the implantable cardioverter defibrillator (ICD). The physician elected to revise the pocket for the ICD. The patient was discharged from the hospital after the procedure.